Event description:
A ventilator was returned to the third party service center for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the third party service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue.